Event description:
It was reported that a clearlink system continu-flo solution set leaked from the most distal port. This was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h7, h9, h11. H4: the lot was manufactured between 02/24/2025 - 02/25/2025. H11: the device was received for evaluation. Visual inspection was performed which showed that all components were correctly placed and according to specifications; no defect was observed. Pressure and clear passage testing was performed and a leak was observed at the second y-site clearlink. The autopsy was performed in the second y-site clearlink and a hole was identified at the gland. The reported condition was verified. The cause of the hole in the gland was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.